Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a3b: not available from facility. Block c: not applicable for this device. Block d1: per the product code dqx, this is not indicated or approved as a life-sustain/support device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the omniwire was discarded by the facility; thus, no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in an emergent coronary therapeutic procedure. During use, the omniwire waveform was fuzzy. The procedure was completed with a new omniwire device, no patient injury reported. This product problem is being reported because the omniwire could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.